Event description:
A memory lens iol implanted in the left eye has been explanted & a vitrectomy performed due to opacification. Patient is doing well with mild corneal edema, increased intraocular pressure & visual acuity reported as 20/100, pinhole 20/70 immediately post-op. Visual acuity reported as 20/50, os, before surgery. Improvement expected at next follow up visit. Request has been made for additional information, however, no further information is available.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.